Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the aortic dissection in this case. Please reference related manufacturer report no: 2015691-2015-03065. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, as reported, introduction of the devices likely contributed to the patient¿s pre-existing abdominal aortic aneurysm (aaa) rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, the patients' blood pressure dropped immediately after bav using a 25 x 4cm edwards balloon. It was thought that the native leaflets might have been damaged during the bav and the patient had wide open aortic insufficiency (ai). A 29mm sapien xt valve was quickly introduced, however, on tee there was no ai noted and the right ventricle was not filling. The abdomen was checked and it was discovered that there was a dissection in the abdominal aorta. The patient was connected to bypass and converted to open surgery. The operator tried to remove the delivery system and valve quickly and the sheath tip "fishmouthed" not allowing the valve to be pulled back. The operator decided to deploy the valve in the abdominal aorta and the delivery system was removed. Due to the large amount of blood loss the patient passed away on the table. The patient had a small abdominal aortic aneurysm (aaa) and there was a bend in the area of the aneurysm. It was thought that sometime after sheath insertion the aneurysm burst.